Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range shock impedance measurements ranging from 130 to 140 ohms for the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and discussed that this lead is a single coil lead which may yield higher impedance measurements. Ts also discussed options for further evaluation of the lead's and system's integrity. At this time the physician has opted to continue to monitor the patient and the rv lead and crt-d remain in service. No adverse patient effects have been reported.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range shock impedance measurements ranging from 130 to 140 ohms for the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and discussed that this lead is a single coil lead which may yield higher impedance measurements. Ts also discussed options for further evaluation of the lead's and system's integrity. At this time the physician has opted to continue to monitor the patient and the rv lead and crt-d remain in service. No adverse patient effects have been reported. Additional information was received that the remote home monitoring system showed remote monitoring had been disabled. It was noted that the cardiac resynchronization therapy defibrillator (crt-d) had reached explant two months earlier. Boston scientific technical services (ts) discussed that once explant is reached the device only has one and a half hours of rf telemetry as per design. It was also noted that the high voltage shock impedances continue to be greater than 125 ohms. During the procedure the crt-d was explanted, and the rv lead remained in service with shock impedance measurements of 90 ohms. No adverse patient effects were reported. Additional information was received which reported there was a high shock lead impedance detected when attempting to deliver a shock. The first shock measured 80 ohms and the second shock was greater than 125 ohms. Shocks three-five impedances measured in the low 100's. It was noted that all therapy was delivered. It was noted that a fc1005 will be observed on an interrogation. Technical services recommended replacing the lead. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5 description of event.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range shock impedance measurements ranging from 130 to 140 ohms for the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and discussed that this lead is a single coil lead which may yield higher impedance measurements. Ts also discussed options for further evaluation of the lead's and system's integrity. At this time the physician has opted to continue to monitor the patient and the rv lead and crt-d remain in service. No adverse patient effects have been reported. Additional information was received that the remote home monitoring system showed remote monitoring had been disabled. It was noted that the cardiac resynchronization therapy defibrillator (crt-d) had reached explant two months earlier. Boston scientific technical services (ts) discussed that once explant is reached the device only has one and a half hours of rf telemetry as per design. It was also noted that the high voltage shock impedances continue to be greater than 125 ohms. During the procedure the crt-d was explanted, and the rv lead remained in service with shock impedance measurements of 90 ohms. No adverse patient effects were reported. Additional information was received which reported there was a high shock lead impedance detected when attempting to deliver a shock. The first shock measured 80 ohms and the second shock was greater than 125 ohms. Shocks three-five impedances measured in the low 100's. It was noted that all therapy was delivered.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the remote home monitoring system showed remote monitoring had been disabled. It was noted that the cardiac resynchronization therapy defibrillator (crt-d) had reached explant two months earlier. Boston scientific technical services (ts) discussed that once explant is reached the device only has one and a half hours of rf telemetry as per design. It was also noted that the high voltage shock impedances continue to be greater than 125 ohms. During the procedure the crt-d was explanted and the rv lead remained in service with shock impedance measurements of 90 ohms. No adverse patient effects were reported.